Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had repeated sensor alarms. The customer also reported their blood glucose was 400 mg/dl, but the sensor was alerting 70 mg/dl..the customer attempted to calibrate, but was unsuccessful. The customer did not troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.